Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that additional log files continued to capture intermittent driveline fault alarms between 23nov2024 and 25nov2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms; however, a direct cause for these findings could not be conclusively determined through this evaluation. Additionally, the report of outer jacket driveline damage cannot be confirmed as no photos of the damage were submitted and the device remains in use. The submitted log files captured multiple driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic asymptomatic with no alarms reported by patient. On interrogation, multiple driveline fault alarms were noted. No alarms were noted on the system controller. There was reportedly no visible or palpated breakage on the driveline. Log files were submitted for review and captured multiple intermittent driveline fault alarms. It was recommended that the customer exchange the patient's system controller to determine if the driveline faults were authentic. The controller was exchanged but the driveline fault alarms continued, indicating a potential driveline issue with a possible degrading conductor or wire connection in phase a. Submitted x-rays were unremarkable. Per additional information, mild damage to the outer casing of the driveline was noted, just above where the driveline connects to the controller. There were no exposed wires in this area, and it was reinforced with rescue tape. It was reported that the plan was to continue to monitor as the patient was stable. The patient was sent home with a power module and an ungrounded cable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were sent on (B)(6) 2024 which displayed driveline fault alarms. There appeared to be potential degrading in the conductor/wire connection in phase a.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic asymptomatic no alarms reported by patient. No visible or palpated breakage on their driveline. On (B)(6) 2024 it was reported that there was mild damage to the outer casing of the driveline just above where the driveline connects to controller. There are no exposed wires at this area and it was reinforced with repair tape today. No excess weight gained or lost. Related manufacturer's reference number for the controller: 2916596-2024-02017.